Event description:
Baxter singapore complaint coordinator reported one incident of a cracked minicap, noticed during use when patient's clothes were noted to be soiled with povidone-iodine. According to the complaint coordinator, there was no patient injury and no medical intervention.